Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drug being delivered was baclofen (unknown). The reason for use was intractable spasticity. It was reported that the patient is having withdrawal symptoms that have "been going on for five weeks." The event date was reported as 2019 (B)(6). The patient further clarified that he is having "stiffness" that started out in his legs and is now all over his body and all the muscles in his back feel stiff. He is getting a burning sensation all over his skin. He has started at a new pain center and stated that he was started on a new pain pill called "belbuca" and stated that his healthcare professional (hcp) thought his symptoms may be due to this medication. After 4 weeks, he went to get his pump refilled and his hcp took him off the belbuca and put him on percocet, but the symptoms didn't go away and got worse. He requested a dye study due to this and a dye study was completed two days ago and it was found that the catheter was leaking at the point where the catheter goes into the pump. Due to this, he was getting "no baclofen through the catheter at all." The hcp determined that there was an "occlusion" at the site where the catheter connects to the pump and stated that it is either broken or "popped off.¿ when the hcp was performing the dye study, he was having a "hard time getting to the port for the dye to go in." They were eventually able to get to the port. He needs to wait "9 days" until the head hcp at his clinic returns from vacation to address this. The patient expressed dissatisfaction with his hcp. The patient was offered hcp listings and redirected patient to hcp to address medical concerns. He currently has baclofen in his pump and stated that he had baclofen in his pump at the start of this event, the dose/concentration were unknown. He is currently taking 20 mg baclofen pills. With the 20 mg baclofen pills he is experiencing muscle stiffness (as noted above) so he is having to cut it down to 10 mg. He was prescribed the 20 mg of baclofen to take until his hcp returns from vacation. There were no further complications reported/anticipated.